Manufacturer narrative:
The reported event for inoperable ipg due to not charging was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had not used or charged the ipg for several months due to health issues. There were no other allegations against the ipg. According to the review of eon mini IFU/dfu, 37-1004, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Event description:
It was reported the patient suffered health issues not related to the scs and the ipg was turned off and patient did not charge the ipg for several months. Troubleshooting was tried to no avail. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. E1; reporter phone number: (B)(6). UDI is not available.